Event description:
It was reported that a spectrum pump alarmed system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through the history log, but could not reproduce it during evaluation. Evaluation determined the cause to be missing motor mount screws. The motor assembly, including the screws, was replaced.